Event description:
A negative immulite 2000 hcg result was obtained on a pt sample and because the result was not consistent with the pts condition (she is pregnant), the physician requested the sample be retested. The retest results for hcg was positive. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hcg result is unk. The instrument is performing within specifications. No further evaluation of the device is required.